Event description:
Peri prosthetic fracture after primary hip surgery.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
Peri prosthetic fracture after primary hip surgery.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The exact cause of the event could not be determined because insufficient patient medical records were provided for review. Additional information such as x-rays, operative reports, doctors notes, and return of the reported device would be required for further evaluation. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.